Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed a bench systems test with a prgorammer and was able to identify a pacemaker device. The cable was moved back and forth from one end of the device to the other and never lost telemetry. It was noted that the lens was cracked, but this is unrelated to the complaint. (B)(4).

Event description:
It was reported the programmer rf (radio-frequency) head would not always auto-ID (identify). The rf head was returned for repair. No patient complications were reported as a result of this event.